Event description:
It was reported that on a routine follow-up visit, patient's x-ray revealed that the insert locking screw had backed out of the tray. It had not penetrated into the joint, but remained inside the insert. Surgeon, under a scope, tightened the screw back into the tray.